Event description:
During a normally scheduled clinic check, it was noted the patient had episodes of post-paced t wave oversensing. Tech services was contacted, and the recommended changes were made. The patient never experienced any symptoms related to the brief episodes.